Event description:
Event description boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead experienced a ventricular fibrillation event. The device delivered seven shocks before the patient was converted. It appeared that the right ventricular (rv) lead had moved.